Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lb8bhpp0 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied? Can you provide the amount (in cm) of bleeding noted post op? Was any blood transfusions administered? What was the appearance of the suture during the second procedure? Was the source of the bleeding identified during the re-operation? What is physician¿s opinion as to the etiology of or contributing factors to the bleeding?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2019 and suture was used. After the procedure on unknown date, the patient experienced bleeding. An additional procedure was indicated to close it. The hospitalization was extended for one more night. The patient is reported as in good health. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2019 additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure (33 years female,weight 70kg). On what tissue was the suture used? (Superior thyroid pedicle). What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? (Normal). How was the suture placed, interrupted or continuous? (Interrupted). How was the suture tied? (Hand tie). Can you provide the amount (in cm) of bleeding noted post op? (1000 cc blood). Was any blood transfusions administered? Yes 1.5 liters. What was the appearance of the suture during the second procedure? It slipped. Was the source of the bleeding identified during the re-operation? Superior thyroid pedicle. What is physician¿s opinion as to the etiology of or contributing factors to the bleeding? Suture slippage. H3 device evaluation summary: two empty opened folders and several suture pieces of product code were received for analysis. During the visual inspection of the suture pieces, body fluids, tissues, and a knot was noted. Also, the ends were cut appear to be by use of surgical instrument; and this is consistently with the removed of the suture from the patient. In addition, a functional test was performed on a suture piece and the tensile force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition the assignable cause of the medical patient could not be determined.